Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
Dealer states that where the seat post mounts to is off round and the seat will move from side to side.